Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the end of the syringe pump tubing crumbled while being disconnected from the patient line. Fragments were stuck in the cap of the patient line. Although requested, additional information was not provided.